Event description:
Physician reported patient with suspected rupture of device diagnosed by MRI. The affected side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.